Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe), gore® viabahn® vbx balloon expandable endoprostheses (vbx), gore® excluder® aaa contralateral leg components, a gore® excluder® iliac branch endoprosthesis, gore® molding & occlusion balloon catheters, gore® tri-lobe balloon catheters, gore® dryseal flex introducer sheaths, and gore® tri lumen catheters in the aaa1701 tambe pivotal study. On the morning of (B)(6) 2021 the patient reported blurred vision (diplopia). The patient was evaluated by the hospital stroke team and an MRI of the patient's brain was performed. It was reported that the MRI was without evidence of acute stroke. It was reported that the patient's blurred vision resolved itself later on the morning of (B)(6) 2021. There was reportedly no residual.

Manufacturer narrative:
H.6. Investigation conclusions code d15 remains unchanged h.6. Health effect - impact code 2199 updated to code f11.

Event description:
The possible cause of the transient ischemic attack is reportedly unknown. It was noted that there was nothing that contributed to the event anatomically.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #mob37/ serial #(B)(6) / UDI #(B)(4), which is captured in manufacturer report #3007284313-2022-01987. Catalog #plc181400/ serial #(B)(6) / UDI #(B)(4), catalog #plc141000/ serial #(B)(6) / UDI #(B)(4), catalog #plc181200/ serial #(B)(6) / UDI #(B)(4), catalog #plc161400/ serial #1(B)(6) / UDI #(B)(4), which are captured in manufacturer report #3013164176-2022-01417. Catalog #ceb231410a/ serial #(B)(6) / UDI #(B)(4), which is captured in manufacturer report #3013164176-2022-01418. Catalog #bxa095902a/ serial #(B)(6) / UDI #(B)(4), catalog #bxa065902a/ serial #(B)(6) / UDI #(B)(4), catalog #bxa067902a/ serial #(B)(6) / UDI #(B)(4), catalog #bxa065902a/ serial #(B)(6) / UDI #(B)(4), catalog #bxa067902a/ serial #(B)(6) / UDI #(B)(4), catalog #bxa097902a/ serial #(B)(6) / UDI #(B)(4), which are captured in manufacturer report #2017233-2022-03049. Catalog #dsf1233/ serial #(B)(6) / UDI #(B)(4), catalog #dsf2233/ serial #(B)(6) / UDI #(B)(4), catalog #dsf1245/ serial #(B)(6) / UDI #(B)(4), which are captured in manufacturer report #3007284313-2022-01988. Catalog #tlc140/ serial #(B)(6) / UDI #(B)(4), which is captured in manufacturer report #3007284313-2022-01989. H.6. Investigation findings: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Medical device problem code 3190 updated to code a24. H.6. Investigation findings: code 3233 updated to code c19. H.6. Investigation conclusions: code 11 updated to code d15.